Manufacturer narrative:
The manufacturer investigated and addressed the reported event at the customer site after gaining access to the operating room table. The hydraulic fluid was flushed and subsequent drift testing passed requirements. The probable cause of the event was particulate formation in the hydraulic fluid from system component wear over time. Further diagnostics or component repairs were declined. No patient or procedural impact was reported.

Manufacturer narrative:
The manufacturer is attempting to arrange a user facility visit through the user facility's third party servicer in order to investigate and address the reported device malfunction in the operating room table. A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that during a laser ablation procedure, monteris staff and customer staff noticed the initial probe scan and post ablation scans do not align, indicating suspected operating room table drift. It was reported no additional medications, monitoring or unplanned procedural steps were required and the procedure was successful.